Manufacturer narrative:
Investigation results: a review of the mfg records verified that the lot was processed normally and pre-release specs were met. The viabahn device and the introducer sheath were returned and inspected. The viabahn device was partially deployed approx 1.5 cm. The delivery catheter and deployment line appeared to be unremarkable, and there were no signs of deployment line break. During the investigation, the device was deployed further with minimal effort, without making any adjustments to the device. The returned introducer sheath was cut 11cm distal to the hemostatic valve. We were unable to determine the exact cause(s) for the inability to deploy the device properly.

Event description:
The viabhan device was advanced over an emerald or amplatz wire through an 8 fr introducer sheath to the target site in the iliac artery. The device partially deployed (1.5 cm) without deployment line breakage. The device was removed with the sheath. Two viabahn devices were implanted to complete the procedure without any adverse outcome for the pt.